Event description:
It was reported the lead had very high thresholds (>6.0v @ 0.4ms). The physician attempted to reposition the lead, but was unable to advance the stylet more than 3cm. It was thought there might be an occlusion somewhere near the proximal tip of the connector pin. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - distal conductor distorted. Full lead in segments returned and analyzed. Additional analyst comment - lead was received with the helix fully retracted and the distal conductor distorted in the connector from excessive rotations to retract the helix.